Event description:
It was reported that pump charging cable was damaged and charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to rely on insulin pen if pump battery depleted before receiving replacement supplies, and technical support arranged replacement of damaged charging equipment.